Manufacturer narrative:
Updated fields: a3, b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: d5, h6(patient codes).

Event description:
It was reported that during use on a patient, the fiber optic cable was not calibrating in the cardiosave intra-aortic balloon pump (iabp). In addition, customer informed that device was replaced with new pump and therapy continued. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate the reported failure and was unable to verify or duplicate reported failure. As a preventive measure, cleaned fiber optic connector. Subsequently, a complete safety, functional, and calibration checks were performed and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the fiber optic cable was not calibrating in the cardiosave intra-aortic balloon pump (iabp). In addition, customer informed that device was replaced with new pump and therapy continued. There was no harm or injury to the patient and no adverse event was reported